Manufacturer narrative:
Section a2, a3b, a5 and a6: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded intraocular lens (iol), a residual of grade 1.5d was observed. The account indicated that it was necessary to explant the iol and replace it with a lens of a different diopter. The issue was first identified during the postoperative examination, and the patient was classified as temporarily impaired. The account also indicated that the instructions for use were followed. Through follow-up, we learned that the patient condition is good. No further information was provided.